Event description:
It was reported that patient presented for follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited over sensed noise. The lead was explanted and replaced with new lead. There were no patient consequences.